Manufacturer narrative:
Upon receipt the ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device was not interrogatable. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. The available home monitoring data was inspected. The first message from this ICD was received on 4."(B)(6) 2011 by the home monitoring system. Since (B)(6) 2013 a shock impedance on "<25 ohm" was repeatedly measured by the ICD. The shock impedance measurements were accordingly displayed in the home monitoring system and triggered multiple red alerts in between aug(B)(6 ) 2013 and (B)(6) 2015. This finding is consistent with the observed shock delivery into an external short circuit. Possible clinical complications that might lead to an external short circuit include -but are not limited to- a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 26 months after the implantation the device could not be interrogated. Apart from explantation surgery no further adverse patient side effects were reported.